Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during the cutting part of a vitrectomy surgery performed to the patient's left eye (os), an infusion issue occurred. The patient's intraocular pressure fluctuated from 1 to 60 mmhg and the eye collapsed. Therefore, they converted the system to air for five minutes before converting back to infusion. After this it worked okay. Patient was fine and procedure was completed without further complications.